Event description:
It was reported that a peritoneal dialysis (pd) patient had difficulty connecting the cassette to the solution bag. The patient experienced the issue prior to use (further details not provided). There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up report will be submitted.